Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they have had prior issues with the connection of this needle to syringe where there was a leaking of vaccine/medication from the connection. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number was not performed since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation.